Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation showed the patient's right ventricular (rv) lead had high capture thresholds and r-wave amplitude variation. A chest x-ray was performed and showed externalized conductors on the lead. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.